Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; asr hip resurfacing system - left. Reason(s) for revision: component loosening (acetabular cup).